Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, as the delivery catheter system crossed the aortic valve, an ascending aortic dissection was visualized. The valve was deployed fully and recaptured twice. One "partial" recapture was also noted. The patient was stable throughout the procedure. Further evaluation following full release of the valve revealed that the antegrade dissection extended from the sinotubular junction down the ascending aorta to the iliac bifurcation. Subsequently, the patient was taken to surgery to have a root replacement and repair of the ascending aortic dissection.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.